Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a shunt in the mildly tortuous left subclavian artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the third inflation at 18 atmospheres, the balloon ruptured. No segment of the device was detached inside patient. The device was removed and the physician replaced the device with a 5.0x20 non-bsc balloon catheter which also ruptured. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a shunt in the mildly tortuous left subclavian artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the third inflation at 18 atmospheres, the balloon ruptured. No segment of the device was detached inside patient. The device was removed and the physician replaced the device with a 5.0x20 non-bsc balloon catheter which also ruptured. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The inner shaft was buckled 3mm ¿ 4mm distal of the bio-component weld. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall in the distal balloon cone was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the balloon bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).